Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the sternal incisions have not healed and the subcutaneous implantable cardioverter defibrillator (s-ICD) electrode has eroded at the xiphoid incision. Antibiotics were prescribed and a revision procedure is scheduled for (B)(6) 2019.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.